Event description:
It was reported that the device was working intermittently at first, and then quit working completely during a laparoscopic nissen fundoplication procedure. Opened another device to complete the case. There was no consequence to patient.